Event description:
Procedure type: colon resection/right colon. According to the reporter: a leak through the gia staple line was found four day post-op (anastomotic leak). Pt required another surgery to correct leak. The original surgery was right colon resection to remove a tumor. No issues on the original surgery. Re-operation took place on (B)(6) 2011, the staple line was intact, however, there was a small leak at the anastomotic staple line. Pt recovered after second surgery.

Manufacturer narrative:
(B)(4).